Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the forearm. The physician was treating a 90% stenosed lesion located in a non-calcified and moderately tortuous arteriovenous fistula in the forearm with this 5.0 x 40/80 (4f) sterling balloon catheter. The balloon ruptured on the first inflation at 6atms. The duration of inflation is unknown. The device was removed from the patient intact. The procedure was completed with another manufacturers' balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).